Event description:
It was reported that a patient's implantable cardioverter defibrillator's (ICD) header would not release a right atrial lead while it was being explanted during a routine generator change. The ICD was explanted and replaced as planned. The patient is stable.

Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the atrial setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. This may has given the physician the impression that the setscrew had been loosened when actually it was being stripped. When the calcified blood was removed from the inset for lab analysis a wrench could be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead could then be removed. The blood came through a hole punched through the septum by the torque wrench at time of implant.

Manufacturer narrative:
(B)(6) may2022 jr -- correction: h6 code for investigation conclusion changed to "no problem detected" from "cause traced to environment."

Manufacturer narrative:
Correction: previously reported device model as an implantable cardioverter defibrillator (ICD), with the incorrect model number cd1377-36qc. Correct model number is pm2210, as the device is a pacemaker.